Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. The monitoring voltage was 2.92v at her last check five months ago and had an estimated longevity of two and one-half years. To date, there have been no reported adverse patient effects associated with this clinical observation. The patient has recently contacted boston scientific regarding the status of financial compensation in related to class action lawsuits.

Manufacturer narrative:
Upon receipt at our reliability assurance laboratory visual inspection of the device header and case noted no anomalies. Electrical engineers performed a longevity calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion did not fall into an acceptable range. Due to pending litigation no further analysis could be performed on this device. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.